Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had an infection. A system extraction was planned. All available information indicates that as of this time, the crt-d with the right ventricular (rv) lead, right atrial (ra) lead and left ventricular (lv) lead remain in service. No additional adverse patient effects were reported. Additional information indicates that the system was explanted due to infection. No additional adverse patient effects were reported. The explanted products were not returned for analysis.

Manufacturer narrative:
This supplemental report was created to update the entry in h6: impact codes.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had an infection. There were no additional adverse patient effects reported. The crt-d remains in service.